Manufacturer narrative:
Manufacturing date: june 19, 2017 - june 20, 2017. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection showed the bladder had been ruptured. Microscopic inspection found no signs of abnormality. The reported condition was verified. The cause could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured during fill with 5fu. There was no patient involvement. No additional information is available.